Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only**

Event description:
It was reported that: noticed damped wave forms on patients. Account claims catheter is flimsy and kinks. Issue was resolved by placing arterial line in another site. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." A device history record review could not be performed as no lot number was provided and a potential lot could not be identified from a sales history review. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: noticed damped wave forms on patients. Account claims catheter is flimsy and kinks. Issue was resolved by placing arterial line in another site. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: noticed damped wave forms on patients. Account claims catheter is flimsy and kinks. Issue was resolved by placing arterial line in another site. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.